Event description:
It was reported that non-sustained lead noise was observed via egm. No anomalies were observed under fluoroscopy. Lead revision was performed however, the next day the same issue was noted again . No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.